Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology / pathology. The reported worsening mr appears to be a result of the slda, and; therefore, related to patient/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with mixed etiology mitral regurgitation (mr) underwent a mitraclip procedure, the patient anatomy included a somewhat tethered posterior leaflet and possible cleft. One mitraclip was implanted and the mr was reduced from grade 4 to grade 1-2. A second clip was advanced and grasped the leaflet; however, the mr increased. The clip was not implanted and the post procedure mr remained at grade 1-2. On (B)(6) 2016, a transesophageal echocardiogram noted that the clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. The mr grade was noted to be 2-3. The patient was not symptomatic and no additional intervention was performed. It is possible that a second mitraclip procedure will be performed at a later date. No additional information was provided.